Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient just had radiation and they turned their ins off before the procedure, but when they tried to turn the ins back on and they saw a por. The patient was recently subjected to emi. The por was an informational message. The por was cleared and the issue was resolved. The patient was having able to turn their ins back on. No further complications were reported or anticipated. No symptoms were reported.